Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals,flow rate is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to cool patient to 37c, but patient dropped below target temperature. Target temperature was 37c, patient temperature was 36.1c, water flow rate was 2.4 lpm, water temperature was 27.1c. Outlet monitor temperature (t1) was 23.6c, outlet control temperature (t2) was 23.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 12.4c, water flow rate was 2.3 lpm, inlet pressure was -7 psi, circulation pump command was 54 percent, mixing pump command was 28 percent, heater was 0, water reservoir level was 4, system hours was 2988.4, pump hours was 2612.4. Tdi shows one bar trending upward. Nurse confirmed seizure activity. Mis explained device was trying to address the heat generation. Mis encouraged nurse to address seizures and call back if any additional concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to cool patient to 37c, but patient dropped below target temperature. Target temperature was 37c, patient temperature was 36.1c, water flow rate was 2.4 lpm, water temperature was 27.1c. Outlet monitor temperature (t1) was 23.6c, outlet control temperature (t2) was 23.6c, inlet temperature (t3) was 26.9c, chiller temperature (t4) was 12.4c, water flow rate was 2.3 lpm, inlet pressure was -7 psi, circulation pump command was 54 percent, mixing pump command was 28 percent, heater was 0, water reservoir level was 4, system hours was 2988.4, pump hours was 2612.4. Tdi shows one bar trending upward. Nurse confirmed seizure activity. Mis explained device was trying to address the heat generation. Mis encouraged nurse to address seizures and call back if any additional concerns.